Event description:
It was reported that the spike connector easily separated from the solution bag after connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test was performed with no issues noted. Upon conclusion of the investigation, the sample analysis shows that the product met specification, the cause of the issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.